Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to open the tower door. A field service engineer stated that the issue was resolved by the customer so onsite work order got cancelled. The system functioned as intended. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es door was unable to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There were no adverse events or injuries reported based on this event.